Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of leakage at insertion site was confirmed upon inspection of the sample. Analysis of the sample showed split tubing on the catheter tubing at the flaring site. The sample failed a catheter leak test with leakage observed near the nose of the adapter. For further analysis, the catheter tubing was cut cross-sectionally near the adapter nose to observe the six stripes. No abnormality was observed on the split tubing filled stripe, as the stripe location was centered. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. As there was no abnormality found on the stripe location of the split tubing, it is suspected the surface defect observed could be due to the winding process during the extrusion process. Currently, there are functional tests in place to check for catheter adapter leakage. There is also an in-process visual inspection in place to check for catheter adapter damage. The in-process inspection form was revised to add a step cleaning the die after each produced spool. The complaint lot was manufactured before the action was implemented.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
After connecting the posi to the chamber and performing flushing, a leak occurs at the area indicated in the photo (red circle).